Event description:
It was reported that during a treatment procedure, no flow to a vessel occurred. The target lesion was located in a native posterior descending artery (pda). A 'very old and bad' saphenous vein graft (svg), which contained double lesions, was used to access the distal pda. When the filterwire ez was introduced into the svg, no flow and slow flow occurred. It was thought that a plaque shift might have occurred when the filterwire crossed the lesions in the svg. An attempt was made to regain flow but without success. No further information is available.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probably root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).